Event description:
Received a vague report as follows: "incident reported, set to deliver 200ml, only received 70ml". Both the biomed and risk manager could not provide any more details other than there was no pt harm and that the biomed was able to replicate an under infusion.

Manufacturer narrative:
(B)(4). The affected device has been received and an evaluation is pending. A follow up report will be submitted once the investigation has been completed.